Event description:
Event description cpi received information that this ventak p could not be interrogated when the patient came in for follow-up. The patient had never had the device followed throughout the implant period. Note: the ventak p physician's manual (cpi publication 352036), page 66, states: 'regular follow-up examinations should be conducted every two months after implantation.'